Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the lead was complete but cut into 3 segments. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity of the lead body segment was measured from end to end of each wire. No opens were observed in any of the lead segments.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the scs lead has high impedances on several contacts. The patient may undergo surgical intervention to resolve the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.